Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure through the powerport m.r.I. Isp via right internal jugular vein. During the procedure it was reported that the vascular sheath tip was allegedly found rounded and not sharp. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo and one video were provided for review. The photo shows an unsealed tray containing kit components. The sheath was loaded with dilator; however, the dilator tip is not protruded from the distal end. The video shows the clinician holding the vascular sheath. The tip of the vascular sheath was rounded and lacked a sharp point. The manufacturing site evaluation states that it is not possible to determine the root cause of the reported issue. Therefore, the investigation is confirmed for the identified nonstandard device issue. However, it is inconclusive for the reported component missing issue as the provided photo and video were not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure through the powerport m.r.I. Isp via right internal jugular vein. During the procedure it was reported that the vascular sheath tip was allegedly found rounded and not sharp. It was further reported the tip of the vascular sheath body was missing. The procedure was completed using another device. There was no reported patient injury.